Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 70 units. Review of the pump data logs with tandem technical support showed that the cartridge was filled with 122 units of insulin; however, the customer maintained that the cartridge had been filled with 300 units. Additionally, the customer reported re-filling the existing cartridge with an additional 275 units of insulin, and reported receiving an accurate fill estimate. Although requested to load a new cartridge by tandem technical support, the customer declined and ended the call. There was no reported impact to the customer's blood glucose level.